Event description:
It was reported that during setup prior to a surgical procedure at the user facility, foreign material was found in the sterile packaging of the product. There was no patient involvement, no delay, no medical intervention and no adverse consequences with this event.

Manufacturer narrative:
Device discarded by customer.

Event description:
It was reported that during setup prior to a surgical procedure at the user facility, foreign material was found in the sterile packaging of the product. There was no patient involvement, no delay, no medical intervention and no adverse consequences with this event.